Manufacturer narrative:
Date of event: estimated based on aware date of 22jan2021. Implant date: estimated based on implant date of (B)(6) 2019 reported.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint post-implant, the patient had a stroke which effected her right side. No additional information is known at this time.